Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back reporting ongoing lack of therapeutic effect since implant. They have given it 2 years and the therapy is just not working for them. No further complications were reported.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the only time the stimulator has helped with their bladder symptoms was for two weeks around (B)(6) 2020. The rest of the time they have had symptoms including leaking urine, not making it to the bathroom in time, always being wet (which causes infection and irritating burning). They stated they have changed programs 150 times and have seen the doctor / nurse multiple times. Agent did not ask about the circumstances that led to the reported issue. They changed from program 5 at 2.0 to program 2 at 2.2 and felt comfortable stimulation. They stated they were on program 2 when they had good therapy results in october. They will monitor symptoms, adjust settings and see their healthcare professional hcp if needed. Patient services also reviewed option of having field member (rep) come to next appointment as the patient felt the doctor did not know much about changing settings.